Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon had left a scratch on the lens when loading the lens into the cartridge. The surgeon was not sure about lens had a scratch or plastic filament from the loading cartridge. The surgeon was replaced the iol during initial procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a vial of liquid. The lens was removed to evaluate. One haptic was broken-gusset area, this damage appears to have occurred during the lens removal. A line was observed on the anterior surface of the optic. This line has the appearance of excess monomer. This was the area observed on the provided photos. The haptic damage observed in the photos matched the returned product. The company particle lab analyzed to observed line on the lens. Product history records were reviewed and documentation indicated the product met release criteria. Based on the review of the returned sample, the root cause for the reported issue was determined to be manufacturing related. The observed line on the optic was not foreign material or a scratch. The line was determined, through microscopic evaluation and confirmation lab testing, to be a line of excess monomer (lens material). The material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the material's generated spectra to a library of spectra found the best match to be iol lens material. This excess strand of monomer was most likely introduced to the optic surface during the wafer separation operation. The line of excess monomer (lens material) would not meet company's cosmetic release criteria. The manufacturer internal reference number is: (B)(4).